Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed this introducer batch passed all incoming inspection checks. The cause(s) of the reported bleeding (access site adverse event) was most likely use related since the clinical team confirmed the bleeding was due to the suture was broken while removing the 23fr peel-away sheath. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 catalog number was corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted via the right femoral vein in a (B)(6) year-old male patient. Presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of prior CABG, known coronary artery disease, and renal insufficiency. During placement, the hemostatic suture broke while removing the 23 fr peel-away sheath, requiring placement of a new suture while controlling active groin bleeding. A forward-tension dressing was applied, and although the catheter was noted to be very positional, bleeding was controlled. Hemoglobin remained normal. Patient survived to explant. The reported major bleed requiring surgical intervention is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.